Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-08565. It was reported that the physician drained the fluid over the ipg site that was green/yellow in color and the pt was immediately admitted to the hosp. The entire scs system was explanted due to infection. The pt was treated with intravenous antibiotics. A culture was taken and the result was unk. Follow-up indicated that the pt was recovering and requested for reimplant. No further info is available at this time.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.